Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had to be re-operated for ischemia of the lower left limb a day after a femoral tripod and left femoropopliteal bypass due to hemorrhage. It was stated that the thread used for the anastomosis of the vessels broke. It was stated that three devices had the same malfunction during the same event. Another surgery was done to resolve the issue. The event resulted the patient¿s extended hospital stay. The patient incurred a temporary injury.